Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation inspected the cannula and it was noted that the tube could move with respect to the bowl feature. The weld that joined the tube and bowl was cracked around the circumference, which can lead to the bowl and shaft to come apart. The orientation of tube relative to bowl was critical to function of item and the cannula cannot be used. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's weld could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, while a patient was placed a in steep trendelenberg position, the da vinci system was docked and the surgical staff noticed that the single site cannula instrument accessory would rotate in the cannula mount making the position incompatible for the da vinci hysterectomy procedure. Due to the alleged issue, the surgeon made the decision to continue the procedure laparoscopically. There were no missing or fallen pieces reported. There was no patient harm, adverse event outcome or injury reported.